Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were reviewed and showed one (1) unit with a small crack on the edge of the lid. There was no bruising or crushing of the lid and there was no evidence of a leak. The reported condition was verified. The most probable cause of the crack is over-twisting onto the female luer port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicaps were cracked. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.